Event description:
It was reported that during an unk procedure the device was defective. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Malformed clips and sticking jaw. Eval summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 8 conforming clips, and the advancer bypassed 1 clip causing pear shaped clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.